Event description:
It was reported by the rep that the device was used during a laparoscopic donor nephrectomy. It was reported the device was connected but wouldn't coagulate or cut satisfactorily. The head nurse reported that the generator beeping sound could be heard as expected when pedal was depressed, but no apparent tissue reaction could be detected. The procedure was completed using a lcs15. There was no consequence to the pt.